Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and the patient died after the surgery. At the end of the procedure, during control of the pericardium, a pericardial effusion was detected. Draining was performed but did not solve the problem so the patient had to go to surgery. The ablation procedure was delayed and successfully completed. Additional information was received on the event. The patient had to go to surgery for an emergency sternotomy. After the procedure, the patient died. The date of death is (B)(6) 2022. For the physician, cause of the death is unclear. No warning was detected during the procedure and the surgery did not reveal any intracardiac problem due to the procedure. It was a very basic procedure, paroxysmal afib. They only did the pulmonary vein isolation without any trouble. At the end of the procedure, the physician did a trans thoracic echography to check if a pericardial effusion occurred. He detected a tamponade. Therefore, he started to drain. During more than a 45 minute effusion, it did not stop and a little bit of coagulum started to come with the blood. The physician decided to take the patient to surgery for a sternotomy. During the surgery, the surgeon saw a lot of coagulum inside the heart, into the right ventricle, pulmonary artery and other structures. The patient died during the intervention. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability 3mm, minimum time 3s, 25% over 3g and respiration gating was used with ablation index. A transseptal puncture was performed with a st. Jude medical brk 1, sheath: abbott swartz sl0. Ablation was performed before cardiac tamponade and no steam pop was detected. The event occurred after the physician pulled out all the catheters. Flow setting was automatic for smarttouch sf catheter: 2ml/min ¿ 8ml/min ¿ 15ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error message was displayed during the procedure. The device has been discarded during the drainage.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)